Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate the complaint device was received and evaluated. Visual observation confirms the anchor is broken in half and the distal half of the anchor is bent. Anchor breakages are typically associated with off axis insertion, levering during insertion, hard bone quality or using incorrect instrumentation for preparing bone hole. The bend in the distal half of the anchor is possibly from off axis insertion. No technique or instrument details were provided to determine a root cause. A batch review was conducted and our results indicate that this batch was processed with an unrelated non-conformance but with no link to this complaint; and therefore, there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints for this lot were released to distribution. Based on complaint rate and customer impact, at this point in time, no corrective action is required and no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that during a rotator cuff repair surgical procedure, it was observed that the anchor was deployed inside the patient's humerus and the anchor broke on impact and insertion. It was reported that the device was replaced with like product. It was reported that there was a four-minute delay in the surgical procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.